Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via social media prime anomaly, blank display and no delivery alarm on the insulin pump. Customer¿s blood glucose level was unknown. Customer advised they were stuck in the rewind process, insulin would squirt out and they received the no delivery alarm three to four times. The insulin pump will not be returned for analysis.